Event description:
This is being filed to report the clip detaching from one leaflet. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Imaging was difficult during the procedure. One clip was implanted without issue. A second clip delivery system (cds) was advanced to the mitral valve. The leaflets were difficult to grasp due to difficulties visualizing the anterior leaflet; however the clip was able to be implanted. Post deployment, it was noted the clip detached from the anterior leaflet (single leaflet device attachment (slda)). No treatment was performed and the procedure was completed with the mr reduced to 3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported image resolution poor resulting in difficult or delayed positioning associated with difficult leaflet grasping and slda was related to procedural circumstances as difficulties with imaging was reported. There is no indication of a product issue with respect to manufacture, design or labeling.